Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database dsclientoltp could not be opened. A pyxis consultant was onsite setting up the machine for training. A technical support specialist recreated the database due to a previous incorrect manipulation, granted sysadmin privileges to users in sql, and set it to half duplex. Full synchronization was completed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the user was unable to open the database dsclientoltp. The customer reported that the user had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.